Manufacturer narrative:
Based upon the clinical findings, the reported event has been confirmed. Three months post implant, the reported total aortic occlusion, explant and aorto-bi-femoral bypass could not be established due to lack of information. The final disposition of the patient could not be established, however, it was reported that the patient was doing well postoperatively. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, there is no manufacturing or design related root cause that was identified based on the available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated and a suprarenal aortic extension. Subsequently, the patient had an occlusion of the aorta from the bifurcation to the renals and required open surgery to remove the graft. The previous implanted devices were removed and the physician elected to perform an aortobifemoral bypass. The procedure went well and no complications were reported with the patient as a result of the event.